Event description:
It was reported that an end user fell from an 85-1 careguard shower chair in a hotel shower when the unit broke. User sustained unspecified injuries to the back, neck, abdomen and tail bone. No additional information is available at this time. This record will be updated if / when additional information is obtained.